Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024- 21559- device 2 of 2.

Event description:
Reference number (B)(4) event occurred in the united states on (B)(6) 2024, it was reported by the patient that two infusions set cannula was kinked due to which hyperglycemia occurs after 3 hours of insertion. High blood glucose level was 450 mg/dl and treated by correction bolus via pump. Infusion set was placed in abdomen. Event occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.